Event description:
Boston scientific received information that the latitude system detected a red alert from this patient's right ventricular (rv) lead due to a shock impedance measurement greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant recommended troubleshooting to assess the integrity of the lead. The patient was brought into the physician's office for evaluation and the shock impedance was confirmed to be within normal limits. Normal follow up visits will continue for this patient. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Additional information was received over two years after the initial observations that a red alert was generated from this system due to low shocking impedance measurements. Efforts to obtain additional details were unsuccessful. The system remains implanted and no other adverse events have been reported.